Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient had an infection at the lead site, which required surgery. It was noted the patient also had an infection at the implantable neurostimulator (ins) site, which also required surgery. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient had a pudendal stimulation reimplant. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.